Event description:
It was reported that the pacemaker dependent patient presented to the emergency room with syncope. The pacemaker exhibited premature battery depletion, failure to interrogate, and intermittent pacing. The device was explanted and replaced. The patient was in stable condition.